Event description:
Customer reported that a urine human chorionic gonadotropin (hcg) result reported as negative on one instrument and positive on a second instrument for the same pt sample. The customer reported that an alternate urine hcg test was run as well as a serum hcg test and both hcg results were positive. There was no report of injury due to this event.

Manufacturer narrative:
The cause of the discordant urine hcg result is unk. The IFU states: "negative test results in pts suspected to be pregnant should be retested with a sample obtained 48 to 72 hours later, or by performing a quantitative assay." "Clinical diagnosis should not be based solely on a single test result. Clinical diagnosis should incorporate all clinical and laboratory data."